Manufacturer narrative:
The display test was performed to attempt to duplicate the reported issue of lcde too dark can¿t read screen backlight not working. The reported issue was duplicated. The reported issue was not confirmed in history. The probable cause of the reported issue is a defective lcd. I also identified an issue with a broken door. The probable cause is physical damage. I also identified an issue with device alarms e458. The probable cause is a defective pressure sensor and mechanism out of calibration.

Event description:
The event occurred on an unspecified date involving a plum 360¿ infuser. The customer stated that the device liquid crystal display (lcd) was too dark and cant read the screen-backlight not working. There was unknown patient involvement and no patient harm reported.